Event description:
A customer reported that the unit of measurement setting of their freestyle flash meter changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Customers and retailers have been informed through the fa 16may2006 letter. Customer returned strips lot number 0606237. Meter was not returned, unit of measure complaint could not be confirmed.